Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an indicate insert clamps alarm was confirmed during product evaluation. The root cause of the reported problem was determined to be a dirty slide clamp sensors. Appropriate action was taken to correct the reported problem by cleaning the slide clamp sensors and resoldering them. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a flogard infusion pump with an "indicate insert clamps" alarm. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. There was no reported patient involvement, therefore there was no report of patient injury or medical intervention needed in association with this event. No additional information is available.